Event description:
It was reported that during an unk procedure, the device would not seal properly. The customer had no additional information but stated he would have been informed if there was a patient injury. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
During a review of the event history for another report, it was discovered that failure code 808:02 occurred twice during infusion which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Damaged ptc the device was received with the ptc damaged on the left side of the lower jaw. The device was functionally tested and arcing was seen within the jaws and the replace light was illuminated when the full stroke of the I-blade was almost reached, as a result of jaw to jaw contact from the ptc being damaged.